Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the lead body was found squeezed and damaged 25.5 cm distal to the is-1 connector pin. In this region the outer and inner conductor coils were found deformed. These damages are assumed to be the root cause of the clinical observation and probably resulted from a tight suture sleeve. Furthermore, the fixation helix was found bent and stretched. The deformation most likely resulted during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to stimulation threshold increase detected during follow-up. No adverse patient events were reported. Should additional information be received, this file will be update.